Manufacturer narrative:
H10: multiple attempts have been made on 08jan2025, 13jan2025, and 27jan2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI #.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.